Event description:
The customer's wife reported her husband has not received his meter and was unable to test his blood glucose level. The customer lost consciousness due to not being able to take the proper insulin dose. It is unknown what treatment if any was given to the customer. There was no report of third party medical intervention, death or permanent impairment.

Manufacturer narrative:
Internal identifier(s): alm/6155931. The customer's product has been delivered in 2008, at 9:21 am to the customer. This is a final report since this is a delivery issue and a product investigation will not be performed.